Event description:
It was reported that during an open kidney procedure, the clip did not fire when the clip applier was removed. The vessel was severed and started to bleed rapidly. Patient lost approximately 200ml of blood and received one unit blood during a transfusion. Another like device was used. Patient was fine after the case.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.